Event description:
It was reported that it was inserted on (B)(6). The rupture was noticed on september 6 during a dressing change. When the dressing material was about to be replaced, a tear was found in it. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector, statlock stabilization device, and detachable suture wing was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. A break in the catheter was observed just proximal to the detachable suture wing between the 42 cm and 43 cm depth markings. A tactile evaluation of the catheter revealed tensile weakness throughout the entire length of the catheter. A microscopic evaluation of the returned catheter revealed both the proximal and distal break sites to have a granular, uneven fracture surface. The break was observed to be circumferentially aligned. The fracture edges of the break site appeared sharp along both the proximal and distal break sites. The features exhibited at the break site are consistent with damage from tensile, or pulling forces applied to the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that it was inserted on august 23. The rupture was noticed on september 6 during a dressing change. When the dressing material was about to be replaced, a tear was found in it. There was no reported patient injury. No other information was provided.